Event description:
Ous MDR - after an implantation period of about 35 months, rising threshold and impedance values were reported. No adverse patient side effects have been reported. This is all of the information that was provided to us. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received follow up data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon inspection of the returned data the clinical observation was confirmed. The atrial lead impedance rose together with a threshold rise and decreasing sensing values. In summary, the lead under complaint was not returned for analysis. Based on the information available for analysis, the root cause of the clinical observation could not be determined. The review of the quality documents confirmed a regular device manufacturing.